Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code malf 16. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to return the pump using a pre-paid shipping label and put it into storage mode before returning. A replacement pump was arranged by technical support, and the customer opted to use mdi as a backup therapy to ensure continued insulin delivery.